Event description:
It was reported that during a stenting treatment procedure, the patient experienced vessel dissection. The target lesion being treated was located in the mildly tortuous and moderately calcified mid obtuse marginal (om) branch. The lesion was treated with predilation of an unknown size maverick balloon. The physician was unable to cross the lesion with a 2.25x16mm taxus liberte stent. The device was removed from the patient's body and it was noted that a small dissection occurred. The physician crossed the lesion with an unknown size non-bsc balloon, but it was unable to treat the small dissection. No patient complications were reported and the patient's status is fine. The patient was discharged with medication.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).